Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: the red suction button sticks and does not spring back during use. Issue occurred during a case. A different device was used to complete case successfully. No replacement needed. *update: no loss of insufflation due to the failure mode. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1. Manufacturing/assembly error 2. Severe shipping conditions 3. Material/design error 4. Damaged equipment the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation.